Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1-a3; b5; d10; g3; h2; h6. The following sections were corrected: e1 contact name. D4: attempts have been made to gather all product identification information and no further information has been provided. D10: cat: 00877502802, lot: 3176784, bioloxâ® delta, ceramic femoral head. Visual examination of the provided picture identified the explanted head and bearing covered in bio-debris. No further evaluation could be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately seven weeks post-implantation, the patient underwent a hip revision due to infection. The head and bearing were exchanged. Stem, cup, and liner remained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.